Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon burst upon inflation at 16-17 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction to field d4: lot number from 0032264328 to 0034091706. A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 33mm in length and extended from a position 4mm proximal of the proximal markerband to 6mm proximal of the distal markerband. From the longitudinal tear a partial circumferential tear was noted 3mm distal from the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon burst upon inflation at 16-17 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.